Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, poor quality image was unconfirmed; the image is comparable to a test scanner and there is no problem with the brightness of the image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(6) are: 1. Confirmed, root cause was identified as an internal issue within the probe. (Reference: MDR number 3006260740-2020-02799) h3 other text : evaluation findings are in section h.11.

Event description:
Per tm - poor image quality, image is not bright enough.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) are: confirmed, root cause was identified as an internal issue within the probe. (Reference: MDR number 3006260740-2020-02799).

Event description:
Per tm - poor image quality, image is not bright enough.